Event description:
See MDR # 2531779-2012-02922 also regarding this patient's event. The reporter contacted animas on (B)(6) 2012 reporting the patient being hospitalized with high blood glucose and large ketones. During a review of the event, the reporter indicated having issues with the infusion set and the cartridge related to the patient's event. During the call the patient expressed a distrust of the insulin infusion pump and stated that she did not want the patient on the pump. This report is made based on the vague allegation that a pump malfunction may have contributed to the patient's hospitalization event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals from were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.